Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) over 30mmol/l with moderate ketones, chest pain, shortness of breath, extreme thirst, abdominal pain, and rapid deep breathing associated with a loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. No additional information was provided. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged loss of prime issue.

Manufacturer narrative:
Follow-up #1 - correction to common device name.